Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were minimally burnt. There was some evidence of blood. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non-conformities. Based upon this observation, the reported complaint for "kept shutting off" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 started shutting off sooner and sooner. The harvester was about 2/3 done with the branch transection. Some "dirty dissection" and fasciotomy was done. The jaws were cleaned once. The user waited the 15-30 seconds after some shut downs, but even then, it still would only go 3-4 seconds. A pre-test was done and the power setting was 3. A second kit was opened when it started shutting down more, but after a few minutes, the same problem occurred. There were no pt effects. The product was returned.